Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, a pta balloon was allegedly difficult to inflate during the initial inflation. The health care provider (hcp) reported the pta balloon was removed in its entirety, without difficulty, through the sheath. The hcp further reported another pta balloon was used to complete the procedure. There was no reported consequence or impact to the patient.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the return sample as a 12mm x 4cm balloon. The balloon did not appear to have been previously inflated. No other anomalies were noted to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035" guidewire and it passed without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. The balloon was not able to inflate. The balloon was cut at the proximal cone to examine the inflation/deflation lumen. After opening the balloon, it was noted that the glue bullet was lodged in the outer catheter shaft and was blocking the inflation/deflation ports. The flat edge of the bullet was noted to be slanted and was not perpendicular to the polyimide surface. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is confirmed for inflation issues, as the balloon was unable to inflate due to the glue bullet blocking the inflation/deflation ports. The investigation is confirmed for a product quality issue, as the flat edge of the glue bullet was slanted, causing the glue bullet to become lodged within the outer catheter shaft. The evaluation found the glue bullet was lodged within the catheter shaft, blocking the inflation/deflation ports. The flat edge of the glue bullet was slanted and not perpendicular to the polyimide. The root cause for the glue bullet becoming lodged in the catheter shaft is manufacturing related and likely caused the inflation issues. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the conquest pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. Apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.